Manufacturer narrative:
Pt age and weight info were not available at the time of this report. Based on comments from hosp, while initial registration was complete, the dr felt inaccurate navigation. However, the alleged inaccuracy has not been quantified, but has been requested. Halfway through the case he re-registered with a different method and accuracy was accurate. Case was completed with no harm to the pt.

Event description:
A medtronic inc. Rep reported that the dr felt inaccurate in the beginning of an ent case. The dr re-registered with the system half way through the case improving accuracy using a different registration method and the system operated as designed. The case proceeded with no impact to the pt.